Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2015. Customer was hospitalized due to diabetic ketoacidosis. It was reported that customer's insulin pump malfunctioned and was not alarming when it was supposed to. No further information provided.